Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had poor vision at baseline testing and revealed it has worsened since (B)(6) 2022. A cat scan(CT) of the patient's brain showed probable subacute infarct found on the left parietal cortex and subjacent white matter. A possible petechial hemmorage within this region was also discovered. It was agreed by the neurologists team to discontinue the study and drug therapy was performed. It was also reported that the patient developed several runs of non-sustained ventricular tachycardia (vt) during the afternoon and evening of (B)(6) 2022. The patient was responsive to IV albumin and was given electrolytes. They experienced a few more runs of vt overnight and were given IV amiodarone. The patient did not experience any drops in mean arterial pressure (map) or flows. The patient reported tiredness.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values no further information was provided. The manufacturer is closing the file on this event.